Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection was performed and revealed no evidence of particulate matter inside or outside the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported there was a particle in a small volume folfusor. The particle was in an unspecified location. There was no patient involvement. No additional information is available.